Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles calcification -like in device outer surface. A leak test was performed which identified opening and delamination. A microscopic analysis was performed which identified one crack opening and total delamination of valve. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve and total delamination of valve due to adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device was explanted.